Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose ran low and that her arms and legs couldn't move and speech was slurred. She thought she had a stroke, but at the hospital they found out it was just low blood glucose. She did not recall the blood glucose reading. She believed that the bolus wizard had calculated too much insulin. She was wearing the insulin pump at the time of the event. The reservoir showed the same amount of insulin as was shown on the status screen. The drive support cap was found to be flush. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No rewind anomaly noted. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. No cosmetic damage noted.